Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016. The patient stated he manages his diabetes with insulin (self-adjuster) and confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of "shaky and lightheaded" a few hours before the product issue and alleged self-treatment with food and/or drink on (B)(6) 2016. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the batteries did not need to be replaced, the meter did not turn on with the power button and the correct test strips were being used. The cca was unable to resolve the issue with trouble shooting. Replacement products were sent to the patient. Based on the information provided, there is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.